Manufacturer narrative:
Ocd field service investigated and found that the incubator had a slide jammed in an incubator clip which resulted in the need for repairs and adjustments. The field engineer repaired and adjusted the equipment and returned it to normal operating condition. The definitive root cause was not able to be conclusively determined of this event although review of the field engineers service report suggest that incubator contamination may have contributed to this outcome.

Event description:
A customer observed a non reproducibly positively biased k+ result on a vitros 5,1 fs analyzer for a quality control sample. Biased k+ results of the magnitude and direction observed may lead to inappropriate physician action. There was no allegation of harm to any pts. This report corresponds to ortho-clinical diagnostics, inc.